Event description:
Caller reported that the t:slim x2 pump battery would not charge, and the pump screen was dark, making it impossible to check for a power source alert in the pump history. Caller was using the tandem charging cable but a third-party wall adapter. Customer technical support instructed the caller to plug the wall adapter into a known working outlet and wait at least 30 minutes to see if the pump would begin charging. There was no reported impact on the customer's blood glucose level.